Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead dislodged. It was noted that the patient exhibited twiddlers syndrome. The lead was explanted and replaced. There were no adverse consequences to the patient.